Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. There is no indication of plate or screw failure. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Three different part numbers were explanted with the sternum. See mdrs 1032347-2011-00034 to 00036.

Event description:
It was reported the patient had plates, screws and wires implanted for sternal closure. The patient developed an infection, which resulted in 6 revision surgeries from (B)(6) 2009, where wires were removed and replaced. As the infection was deep in the bone, the doctor then decided to remove the entire sternum, thus removing the plates and screws from the patient as they were still in the sternum, on (B)(6) 2010.